Event description:
Device report received from (B)(6) indicates patient was injured in (B)(6) in (B)(6), 2008, sustaining severe traumas to the skull and femur and a fracture of the wrist. The wrist fracture was not addressed immediately due to the skull and femur traumas. Patient reportedly went to a hand surgery later in (B)(6) 2009. Arthrodesis was performed on (B)(6) 2009 and the plate was implanted. X-rays were taken 3 months later. In (B)(6) 2011, edema of the wrist occurred. X-rays taken on (B)(6) 2011 showed the plate to be broken through a screw hole. Patient was returned to the operating room on (B)(6) 2011 for revision to another plate. This report is #1 of 2 for the same event.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti wrist fusion plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.